Manufacturer narrative:
Additional information was provided in d.4., d.9., d.10., h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the nozzle or the tip of the device. Viscoelastic was only observed on/at the area of the stuck lens. The plunger was advanced over the lens. The lens was located just inside the nozzle entry area. The trailing haptic is misfolded and extended on the anterior of the optic due to the plunger override. The leading haptic was folded toward the optic. The photo provided appears to be of the returned sample. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause appears be related to a failure to follow the instructions for use (IFU). No viscoelastic was observed in front of the lens in the device. The IFU instructs: fully insert the ophthalmic viscosurgical devices (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, haptic damaged or jammed in delivery system. The doctor had a hard time while advancing the plunger during iol loading. As they looked it up at microscope the lens was already stuck. As they had another iol as backup. So replaced with backup iol with same power. Surgery was completed and there was no patient harm. Additional information has been requested.